Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lumbar pain') and vaginal haemorrhage ('vaginal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: periods used to be painless in the past. No allergy testing before essure insertion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("strong menstrual cramps (when my periods used to be painless before)"), hypersensitivity ("allergic reactions all over my body"), headache ("strong headaches"), sciatica ("sciatica and lumbar pain"), urinary tract infection ("urinary tract infections"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of my gums"), fatigue ("generalised tiredness"), blindness ("visual loss") and mood swings ("mood swing"). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, vaginal haemorrhage, dysmenorrhoea, hypersensitivity, headache, sciatica, urinary tract infection, alopecia, tooth loss, oral disorder, gingival disorder, fatigue, blindness and mood swings was resolving. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion was performed without informing her of any of the risks that the implant could cause and with no allergy testing. She had been suffering the symptoms reported in this case for years, due to witch she had to attend general practitioners and the emergency department frequently. Most of the symptoms started subsiding from the momento the essure was removed in (B)(6) 2019. Despite the overall improvement she complains about bodily damages that are ongoing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation of ptc. Due to internal review, the event lumbar pain was also considered serious incident event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Lumbar pain [lumbar pain] vaginal bleeding [vaginal bleeding] strong menstrual cramps (when my periods used to be painless before) [menstrual cramps] allergic reactions all over my body [systemic allergic reaction] strong headaches [headache] sciatica and lumbar pain [sciatica] urinary tract infections [urinary tract infection] hair loss [hair loss] tooth loss [tooth loss] general deterioration of my mouth [oral disorder] general deterioration of my gums [gum disorder] generalised tiredness [tiredness] visual loss [vision loss] mood swing [mood swings]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of back pain ("lumbar pain") and vaginal haemorrhage ("vaginal bleeding") in a female patient who had essure inserted (lot no. 628065) for female sterilisation. Additional non-serious events are detailed below. Medical conditions: periods used to be painless in the past. No allergy testing before essure insertion. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced back pain (seriousness criteria medically important and intervention required), vaginal haemorrhage (seriousness criteria medically important and intervention required), dysmenorrhoea ("strong menstrual cramps (when my periods used to be painless before)"), hypersensitivity ("allergic reactions all over my body"), headache ("strong headaches"), sciatica ("sciatica and lumbar pain"), urinary tract infection ("urinary tract infections"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of my gums"), fatigue ("generalised tiredness"), blindness ("visual loss") and mood swings ("mood swing"). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2019. At the time of the report, all of the events were resolving. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss, urinary tract infection and vaginal haemorrhage to be related to essure administration. The reporter commented: essure insertion was performed without informing her of any of the risks that the implant could cause and with no allergy testing. She had been suffering the symptoms reported in this case for years, due to witch she had to attend general practitioners and the emergency department frequently. Most of the symptoms started subsiding from the momento the essure was removed in (B)(6) 2019. Despite the overall improvement she complains about bodily damages that are ongoing. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-nov-2024: lot number & essure insertion date added. New reporter (lawyer) added. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Lumbar pain [lumbar pain]. Vaginal bleeding [vaginal bleeding]. Strong menstrual cramps (when my periods used to be painless before) [menstrual cramps]. Allergic reactions all over my body [systemic allergic reaction]. Strong headaches [headache]. Sciatica and lumbar pain [sciatica]. Urinary tract infections [urinary tract infection]. Hair loss [hair loss]. Tooth loss [tooth loss]. General deterioration of my mouth [oral disorder]. General deterioration of my gums [gum disorder]. Generalised tiredness [tiredness]. Visual loss [vision loss]. Mood swing [mood swings]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lumbar pain") and vaginal haemorrhage ("vaginal bleeding") in a female patient who had essure inserted (lot no. 628065) for female sterilisation. Additional non-serious events are detailed below. Medical conditions: periods used to be painless in the past. No allergy testing before essure insertion. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced back pain (seriousness criteria medically important and intervention required), vaginal haemorrhage (seriousness criteria medically important and intervention required), dysmenorrhoea ("strong menstrual cramps (when my periods used to be painless before)"), hypersensitivity ("allergic reactions all over my body"), headache ("strong headaches"), sciatica ("sciatica and lumbar pain"), urinary tract infection ("urinary tract infections"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of my gums"), fatigue ("generalised tiredness"), blindness ("visual loss") and mood swings ("mood swing"). The patient was treated with surgery (essure removed). Essure was removed in august 2019 at the time of the report, all of the events were resolving. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss, urinary tract infection and vaginal haemorrhage to be related to essure administration. The reporter commented: essure insertion was performed without informing her of any of the risks that the implant could cause and with no allergy testing. She had been suffering the symptoms reported in this case for years, due to witch she had to attend general practitioners and the emergency department frequently. Most of the symptoms started subsiding from the momento the essure was removed in (B)(6) 2019. Despite the overall improvement she complains about bodily damages that are ongoing. Lot number: 628065 manufacture date: 2008-09 expiration date: 2010-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-nov-2024: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('vaginal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), tooth loss ("tooth loss"), alopecia ("hair loss"), oral disorder ("general deterioration of my mouth and gums"), urinary tract infection ("urinary tract infections"), dysmenorrhoea ("strong menstrual cramps (when my periods used to be painless before)"), hypersensitivity ("allergic reactions all over my bod"), back pain ("sciatica and lumbar pain"), sciatica ("sciatica and lumbar pain"), fatigue ("generalised tiredness"), headache ("strong headaches"), blindness ("visual loss"), partner stress ("problems related to the relationship with partner"), mood swings ("mood swing") and injury ("bodily damages that are ongoing"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed in (B)(6) 2019. At the time of the report, the vaginal haemorrhage, tooth loss, alopecia, oral disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, back pain, sciatica, fatigue, headache, partner stress and mood swings was resolving and the blindness and injury outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, headache, hypersensitivity, injury, mood swings, oral disorder, partner stress, sciatica, tooth loss, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion was performed without informing her of any of the risks that the implant could cause and with no allergy testing. She had been suffering the symptoms reported in this case for years, due to witch she had to attend general practitioners and the emergency department frequently. Most of the symptoms started subsiding from the momento the essure was removed (B)(6) 2019. Despite the overall improvement she complains about bodily damages that are ongoing at the time of this report, (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.